Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 3577658 (con): information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the pump needle broke off. It was noted that the pump was removed. When this all started the patient was experiencing their hands started swelling, could notclose them up, were cramping, and was hard to turn their head and look over their shoulder. The patient ankles also started swelling. No further complications were reported/anticipated.